Event description:
During a left endoscopic total ethmoidectomy with a right and left endoscopic sphenoidectomy procedure, the blade generated heat and caused a 1cm by 1cm dermal burn on the patients lip. The facility stated that the patient is expected to heal without complication. No additional follow up care was required as a result of this event with the exception of antibiotic ointment applied to the burn injury site. The surgery proceeded as intended without any significant delay. The physician stated the he feels that the device would not cause any permanent impairment to the patient. An evaluation on one unsterilized return sample was completed. The sample was received without a portion of the bur. The portion missing was the inner hub along with 3/4 of an inch of the proximal end of the inner tube. This missing portion is not likely to result in an unretrieved device fragment, since it is contained by the outer hub and / or handpiece. Visual inspection showed indentations in the outer hub locking area indicating that the bur was loaded properly, but there is evidence that side loading or excessive pressure occurred during use. The diamond tip was compacted with biological contaminants, and biological contamination was found all the way up to and beyond the clear band. The clear band around the irrigation tube and outer tube showed signs of thermal damage (melting) around 2 inches from the proximal end of the outer hub. This band also appeared to have shifted forward toward the distal end of the tip by 1/8 of an inch. The exterior of the outer hub was deformed on one side 3/4 of an inch from the proximal end of the hub. This deformation corresponds to the break point of the inner tube, as well as the end of the metal portion of the outer tube. Evidence indicates that this area was the source of the heat. Inspection of the inside of the outer hub in this location also appeared to show signs of melting. No obstructions were found in the irrigation or suction ports. Evidence of lubricating grease was found at the proximal end of the outer hub on the metal bushing, per manufacturing specifications. The facility stated that the device speed did not go over the recommended 12,000 rpm in forward motion and that the irrigation was working and was being used. Instructions for use statements include, but are not limited to - use adequate irrigation from a separate user-provided irrigating source. The use of an accessory without irrigation may cause an inordinate amount of heat buildup resulting in thermal injury to tissue. During the procedure, it is recommended to periodically submerse the blade in sterile water with suction connected to the handpiece.

Manufacturer narrative:
(B)(4). A batch review was performed for the suspect lot number (h10c12031), with no defects noted.

Event description:
This is a spontaneous report by a nurse from (B)(4) of diarrhea and bacterial peritonitis in a (B)(6) female patient. On an unreported date, the patient began peritoneal dialysis (pd) treatment. During a call with baxter (B)(4), the reporting nurse stated that on (B)(6) 2010, the patient developed peritonitis and was hospitalized the same day. On an unreported date in 2010, a peritoneal effluent culture was performed which was (B)(6). Treatment information was not provided for the event. At the time of reporting, the patient was recovering from the event of bacterial peritonitis. Action taken with pd therapy was unknown. The nurse was unsure of the root cause of the peritonitis and stated that the patient "had bout of diarrhea at same time". No information was provided regarding the event of diarrhea. Concomitant medications were not reported. No opinion of causality was provided for the event of diarrhea.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested.